Manufacturer narrative:
Patient age not available. Device has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the hex head of the adjustment screw on the spine clamp was loose. The clamp could not be securely and firmly attached. It was indicated that the item was broken, metal pin holding part of the clamp was not present. Clamp was at fault. There was no patient present.

Manufacturer narrative:
Correction: the clamp was returned to the manufacturer for analysis. Analysis found that the pivot pin of the returned clamp was not usable as is. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.